Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis and was hospitalized for the event on an unreported date. The cause was not reported. The patient was treated with unspecified drugs intraperitoneally and orally. At the time of this report, the patient had not recovered from the event. Pd therapy was ongoing. Additional information is not available.